Event description:
It was reported that the patient presented to the hospital remotely for a follow up on (B)(6) 2023. During examination, it was noted that the right ventricular (rv) lead was sensing noise. Programming changes were not performed. The patient was in stable condition and will be monitored.